Event description:
Additional information received reported there was a lack of efficacy of therapy prior to the pump replacement.

Event description:
It was reported the patient had her pump replaced for end of life. The patient was doing fine with therapy. During the replacement they were unable to aspirate the catheter; no cerebrospinal fluid was found. The physician tried pushing dye and could not push into the catheter either. When they encountered the catheter issue, the physician chose to implant the new pump and close. Following the pump replacement the physician decreased the dose due to the catheter not working. The pump was running at minimum rate. The patient was referred to another physician for the catheter replacement. When the pump was decreased following replacement, the patient experienced seizures, increased leg pain, body tremors and felt like she was "dying" going through withdrawal. Per patient, she "went through horrible withdrawal". The patient sought medical treatment at the emergency room twice. The catheter tip was pulled out of intrathecal space and the kink was at the connecter in the spine. A revision was performed on (B)(6) 2012 and the entire catheter was replaced. The rate was titrated up following the catheter revision. Patient status was noted as "alive - no injury/no adverse event". The pump was delivering infumorph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was brought back yesterday for a csf leak. The fascia did not heal and was repaired by the physician.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
The following information was found to be pertained to manufacturer report # 3004209178-2014-03648: "additional information received reported the patient was brought back yesterday for a csf leak. The fascia did not heal and was repaired by the physician."